Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set disposable disconnect y-set was leaking from the drain bag. This was observed while draining during peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted an incomplete port seal. Functional testing including clear passage testing and clamp function testing were performed and no issues were noted. Functional leak testing was performed and a leak was noted from the port seal. The reported condition was verified. The cause of the event was determined to be a manufacturing related issue which occurred during the rf (radio frequency) welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.